Event description:
It was reported that the patient presented to the hospital with an upper respiratory tract infection. Echocardiogram performed noted endocarditis with lead vegetation and a mobile mass attached to the right atrial (ra) lead. Both the ra lead and the right ventricular (rv) lead were explanted due to the endocarditis and lead vegetation. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.